Event description:
It was reported that the balloon ruptured. A 7f 20mm x 100cm equalizer balloon catheter was selected for use in a balloon-occluded retrograde transvenous obliteration (brto) of an 18mm splenorenal shunt. During the procedure, the balloon ruptured while inflating at 4cc. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition post procedure.

Manufacturer narrative:
Device eval by manufacturer: the returned product upn and lot number matched what was reported by the customer. Visual inspection revealed several kinks along the catheter shaft. The kinks were located approximately at 39 cm, 67.5 cm, 78.5 cm and 93 cm, from the distal tip. The balloon was found to be ruptured. A section of the balloon was detached and it was not returned. The proximal and distal bonds were inspected and were intact. Due to the condition of the returned device a functional inspection was not able to be performed. The distal, medium, and proximal outer dimension catheter measurements were within specification.

Event description:
It was reported that the balloon ruptured. A 7f 20mm x 100cm equalizer balloon catheter was selected for use in a balloon-occluded retrograde transvenous obliteration (brto) of an 18mm splenorenal shunt. During the procedure, the balloon ruptured while inflating at 4cc. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition post procedure.